Event description:
Lost "0" on merge hemodynamics during a cardio angioplasty procedure. The system requiring rebooting during the case. Local biomed made aware and confirmed issue. Original equipment manufacturer unable to determine root cause.